Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) reached premature battery depletion and it was noted the left ventricular (lv) lead had dislodged and may have pulled back, as there was no lv capture observed. The crt-p was explanted and replaced and the lv lead was capped. No patient complications have been reported as a result of this event.